Event description:
The contact called for help with the customer's meter. While troubleshooting, she performed control tests and received results of 182 and 182mg/dl. The normal control range is 90-124mg/dl. The contact did not allege the customer experienced any adverse events. The test strips and meter are to be returned for evaluation, and replacement products will be sent.